Manufacturer narrative:
(B)(4).

Event description:
Procedure: colorectal. According to the reporter: the vloc suture was loaded into endostitch device. The surgeon was suturing with the device when the needle broke and the broken needle fell into the patient. All the needle pieces were safely removed. Another needle was loaded into the endostitch device, but it would no longer work-open and closing would not function. There was no bleeding reported in the excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.